Event description:
A baxter sales representative reported an as50 pump in use of the pediatric intensive care unit (ICU) displayed "significant flow-continuity issues that affected the patient's blood pressure". The reporter stated, "that the remedy has been to switch all pumps and syringes with brand new ones. The reporter stated that no injury was reported, however, "multiple nurses were enlisted to keep the patient stable during attempts to remedy the problem."

Manufacturer narrative:
An on site visit was made in 2007. The device related to this complaint was not available for evaluation. The facility's clinical engineer department indicated that possibly the "on/off switch" could have contributed to the "surging", however, baxter was unable to confirm this information as the device was not available for evaluation. The clinical engineering confirmed that the pumps were serviced and preventive maintenance performed at a minimum of once a year.